Event description:
As per the hospital - "the balloon advanced across the valve to perform a second inflation, the balloon ruptured with inflation and was removed. Gradients were significantly improved, although increase in pulse pressure, pt remained hemodynamically stable. Echo performed, with no pericardial effusions but did demonstrate severe aortic valve insufficiency - previously moderate. Valve was extremely calcified."

Manufacturer narrative:
(B)(4). This was actually a tyshak ii catheter. The lot number was never reported so a complete investigation could not be performed. The facility did state that they were performing hand inflations instead of using an inflation device with pressure gauge as recommended in the instructions for use. Due to the hand inflations, it is unk as to what pressure the catheter burst. The hand inflation, off label use, and pt condition all contributed to the balloon burst.